Event description:
The user experienced imprecision for immunoglobulin g, a and m beginning on (B)(6) 2011 and received a questionable immunoglobulin m (igm) result for one patient sample on (B)(6) 2011. The initial result was 7092 or 7057 mg/dl. The user said she does not remember the specific result and was unwilling to look it up in her records. This result was questioned by the physician. On (B)(6) 2011, the sample was repeated on the integra 800 serial number (B)(4) with results of 11513 and 11191 mg/dl. It was unknown if the patient was adversely affected. The igm reagent lot number was 62972101. The field service representative determined the fluidic system was contaminated. He decontaminated the analyzer, replaced the probes and cleaned and lubricated. To verify the analyzer operation, he ran performance tests.